Event description:
On (B)(6) 2013, lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter stated the alleged issue occurred approximately 2 weeks prior to contacting lfs for assistance. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and no action was reportedly taken regarding her usual diabetes management routine in response to the alleged issue. The reporter claimed she went to wake the patient up in the morning and could not wake her up as she was unconscious. The reporter checked the patient's blood glucose and observed a value of "91mg/dl" which she felt was higher than expected based on the patient's symptoms. The reporter gave the patient some orange juice and contacted 911. The emergency medical services (ems) arrived within 5 minutes and tested the patient using their meter (unknown brand) and observed a value of "62mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The ems treated the patient with a glucagon shot and took her to the hospital for observation. The reporter did not have any other details regarding the patient's blood glucose values at the hospital. The patient was reportedly released after 2 hours. At the time of troubleshooting the reporter stated she did not have any of the testing supplies with her for troubleshooting. The reporter was advised to call back with the subject products to continue to troubleshoot. Control solution was sent out to the patient. Although the patient¿s symptoms occurred prior to testing on the subject device, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began therefore there was a possibility of delay in treatment.